Event description:
It was reported that the device had reset. The reset was cleared and the device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed " power on reset parameters". Power on reset (por_ severity is low. The device should be able to fully recover after the reset. Parity error occurred on (B)(4)2010 in address "15 e2".